Event description:
An operative report was received which indicates that the subject valve was replaced due to aortic insufficiency caused by endocarditis. "The bjork shiley valve was noted to be tethered into place by only half the sutures that were still in place."